Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a leveen needle electrode was opened during a hepatic rfa (radiofrequency ablation) procedure on (B)(6) 2013. According to the complainant, upon opening the device, it was noted that there was a white substance on the tip of the needle. It was reported that there was no damage to the packaging and another leveen needle was used to complete the procedure. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a leveen needle electrode was opened during a hepatic rfa (radiofrequency ablation) procedure on (B)(6) 2013. According to the complainant, upon opening the device, it was noted that there was a white substance on the tip of the needle. It was reported that there was no damage to the packaging and another leveen needle was used to complete the procedure. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
It was reported the patient is over 18 years. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results. Visual evaluation of the returned device found a crystalline deposit on the tip of the cannula. The array was then extended and the crystalline deposit was also noted around the circumference of the base of the array. Scanning electron microscopy energy dispersive x-ray spectroscopy (sem eds) and inductively coupled plasma optical emission spectroscopy (icp oes) analyses were performed on these particular crystalline deposits found them to contain sulfur and phosphorus. The condition of the returned device was consistent with the complaint that the needle had a white substance on it, the complaint was confirmed. Analysis of other returned devices with similar crystalline deposits found the substance to consist primarily of sulfur and oxygen, as well as smaller amounts of carbon, nitrogen, and phosphorus. The source of the foreign matter in past cases was determined to be an external process at the array supplier, which uses an electropolish compound. Therefore, the most probable root cause for this event is supplier manufacturing. There is an investigation in place to address this issue, and corrective and preventive actions have been initiated. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.